Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with cracked case (battery tube). The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Also the insulin pump had crack on the battery compartment. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.